Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event. It was reported that the patient was treated with unspecified antibiotics for the event. On an unknown date, the patient was discharged from the hospital. At time of this report, the patient had recovered from abdominal pain, cloudy effluent and peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.